Event description:
Pt was receiving treatment in cardiac cath lab. After treatment, perclose closure device was being used. Physician was unable to remove the device after the suture deployment. Pt was taken to the operating room for the removal of the device.

Event description:
No additional information regarding this complaint could be obtained from the customer. All information was reported on the medwatch report. The device was not returned and there was no lot information. Co was not able to perform device inspection or a device history record review in this case. Co was not able to establish a root cause based on the available information. The initial medwatch report was submitted in august, 2005. A supplemental medwatch report was submitted today. A copy of the supplemental report is attached. The date of the event was july, 2005. The date that the firm first received information about the event was july,2005. The customer inadvertently discarded the device.